Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received questionable results for an unspecified number of patient samples tested for the elecsys vitamin d total gen. 2 assay on a cobas 6000 e 601 module (e601). Patient results were initially > 100 ng/ml but could not be reproduced either with or without dilution. The customer provided data for one patient sample with an erroneous vitamin d result. The sample initially resulted with a vitamin d value that was > 100 ng/ml. The sample was repeated, resulting as 34 ng/ml. No adverse events were alleged to have occurred. The vitamin d reagent lot number was 298228. The reagent expiration date was requested but not provided.

Manufacturer narrative:
A clarification of the patient data was provided. The initial sample value was >100.0 ng/ml accompanied by a data flag. The sample was repeated twice, resulting with values of 29.56 ng/ml and 34.74 ng/ml. Upon review of the alarm trace, there were no alarms indicating that there was an issue with the analyzer. Prior to processing on the e601 analyzer, the sample was initially processed on a cobas 6000 c (501) module, which generated a sample short alarm when the sample was presented for pipetting. This would indicate that the sample may have had foam or a film on the surface. Roche diagnostics has issued an urgent medical device correction for this issue, entitled "elecsys® vitamin d total ii assay non-reproducible false high results." This correction has been reported to FDA. During the implementation of the elecsys vitamin d total ii assay on the modular analytics e 170 module, and cobas e 601 and 602 systems, there were reports of non-reproducible, false high results. These customer observations were made in comparisons of duplicate measurements during assay validation of elecsys vitamin d total ii assay or in method comparisons with elecsys vitamin d assay (i.e., during conversions), where the falsely elevated discrepant value did not fit the expected result. The observed elevated results reported with the elecsys vitamin d ii assay were not confirmed upon repeat testing of the affected samples. The observed findings: the first result is elevated, either above the upper end of the measuring range (>100 ng/ml or >250 nmol/ml), or within the measuring range; repeated results are significantly lower. Rare cases have been reported on the cobas e 411 analyzer and the cobas e 801 module. Roche is conducting investigations into the reported issue and has determined that the elecsys® vitamin d total ii assay is strongly affected by pre-analytical errors. The investigations have reproduced these findings when requirements for pre-analytical sample handling have not been met for plasma samples. Further investigations into the reported issue are ongoing. As a result, the pre-analytical sample quality and compliance to the tube manufacturer¿s specifications is very important to assure a high quality sample in order to minimize the risk of occurrence. A workaround has been provided to customers. The investigation was unable to find a definitive root cause.